Event description:
It was reported that, "poly wear and instability, so pt was revised."

Manufacturer narrative:
Method: device mfg history records, complaint history & packaging insert review. Eval summary: an eval of the device cannot be performed as the device was kept by the surgeon and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. The results of the investigation indicate that there is no evidence of prosthetic design, mfg, or material factors as being responsible for the reported event. Poly wear on the tibial insert was expected after it has been implanted in situ for over 14 yrs. Total knee components loosening is an inherent risk of procedure and may result from multiple clinical factors as stated in the IFU. Therefore, it appears that this event was not device related, but rather pt or clinical factor related. The device history review indicates that the reported lot of devices was manufactured and accepted into stock with no reported incidents. The product experience reporting database (2004 - present) shows that there have been no any other similar reported events regarding the reported lot # urcaa.